Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that their blood glucose levels had been within the range of 300 mg/dl to 400 mg/dl. The customer stated the insulin pump was on the table. They were regulating their blood glucose with shots. No further information was provided. The device will not be returned for analysis.